Manufacturer narrative:
Date rec¿d by MFR : 03mar2019. A gas delivery system (gds) manifold assembly was returned to philips for analysis. A visual inspection of the returned component was performed and found that he returned gds was missing the data acquisition (da) board and the o2 valve solenoid with no signs of damage or contamination. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) in the air flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. The customer troubleshot with technical support. And was provided with part number and price for a air/oxygen flow sensor assembly to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was failing the air flow accuracy test. No patient involvement. The event date was not specified; estimate used.